Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown nail. Part and lot numbers are unknown; UDI number is unknown. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the unknown trochanteric fixation nail advanced (tfna) nail was broken. It was notified that there was a broken implant and there was no revision surgery nor an immediate retrieval of a broken implant was scheduled. It was not noticed that it is going to require revision surgery. Patient status is unknown. Concomitant devices reported: unknown tfna helical blade/tfna screws (part#unknown, lot#unknown, quantity 1), unknown locking screws (part#unknown, lot#unknown, quantity unknown), unknown tfna end cap (part#unknown, lot#unknown, quantity 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).